Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using apidra insulin. Tandem technical support informed customer that apidra is off label per the user guide. System check was performed with technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed cartridge and successfully resumed insulin delivery. Customer's blood glucose was 156 mg/dl at time of event.